Event description:
The reporter state that the stopcock snapped off the transducer easily. The reporter indicated that this had occurred three other times in the last six months but did not provide specific details.